Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery after t1 was implanted ,the t2 could not be advanced. It is unknown if there was a backup device available to complete the procedure and if there was any surgical delay due to the device malfunction. No patient injury reported.

Manufacturer narrative:
One curved ultra fast-fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. T1 is free from the needle but remains attached to the suture. T2 has been advanced to the needle tip. The device was tested for deployment using a rubber meniscus model; t2 was able to be stripped off the needle as intended. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that during surgery after t1 was implanted the t2 could not be advanced. Both t's were removed from the patient. The procedure was successfully completed without a significant delay using a back-up device. No patient injury or other complications were reported.